Manufacturer narrative:
The device was replaced valve-in-valve and remains implanted within the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation and a root cause of the issue cannot be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that one year post implant of this bioprosthetic valve, the patient presented with aortic regurgitation and was evaluated for a valve-in-valve replacement procedure. Five days later, the bioprosthetic valve was successfully replaced valve-in-valve with a transcatheter valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.